Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# n168072, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that an alarm due to an empty pump reservoir occurred on (B)(6) 2014 due to the patient missing her refill date. Initially, it was reported that the patient did not experience a change in symptoms. However, it was later stated that the patient experienced increased spasticity in her legs. Prior to refilling the pump at the time of this report, the healthcare provider (hcp) was able to aspirate 0.5ml. The hcp planned to refill the pump and keep the pump at the same rate. The device system was used to deliver gablofen.